Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that excessive fiberlife and then "became end firing" was observed with the first fiber. The fiber was exchanged and the same issue occurred with the second fiber. Excessive fiberlife and then "became end firing". The procedure was completed with a third fiber. Patient outcome ¿ok¿ reported. This report is for the second fiber used.

Manufacturer narrative:
(B)(4).